Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm possibly due to insulin pump being exposed to sweat. Customer's blood glucose was 97 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to a corroded keypad trace for the up arrow button. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip.